Event description:
The pt was unable to get any recharge efficiency bars to darken. The pt was seen in clinic. The field rep was also unsuccessful getting coupling between the recharger and implantable neurostimulator. A new recharger was used, which didn't resolve the situation. The hcp believed the device was implanted too deeply or flipped. Pocket revision was planned. Additional info has been requested. F/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).